Manufacturer narrative:
The device components were returned to the manufacturer for evaluation. In review of the physical device and all records relating to the lot in question, there is no evidence that suggests the device(s) failed to meet specifications or that they could have contributed to the dissection that occurred in this complaint. There were no nonconformances associated with the lot in question. The returned device components were identified to be free of any visual and dimensional defects that may have contributed to the reported dissection.

Event description:
It was reported that an (B)(6) asymptomatic male patient underwent a left transcarotid artery revascularization (tcar) procedure. Normal prep and drape were prepared and the venous sheath was inserted into the right femoral vein. Cut down and isolation of the left common carotid artery (cca) was achieved and the micro-puncture sheath was inserted. Stopping short technique was used and after the sheath was in place a dissection and small fistula was noted. At this point the patient was converted to a carotid endarterectomy (cea). The fistula/dissection was surgically repaired and the patient underwent cea with bovine patch repair. The patient was moving all extremities and talking post procedure. Principal area manager discussed with the physician post procedure that the wire came back while introducing the sheath and a dissection occurred at this point. No additional details were provided.